Manufacturer narrative:
Age, weight, ethnicity: information unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fully inserted intraocular lens (iol) was removed and replaced in the same procedure. Another lens of model za9003 with 25 diopter was used as the replacement lens. Unplanned sutures were required. The patient is ok and after implanted iol, there was zero complication. The lens was discarded. No further information was provided.